Manufacturer narrative:
The product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this electrode exhibited t-wave oversensing during atrial fibrillation (af) in addition to noise in all programmed vectors. The patient received several inappropriate shocks while straining. Noise was able to be reproduced with patient isometrics. Surgical intervention was undertaken. Upon opening the pocket and shaking the electrode, noise was produced. The electrode and associated subcutaneous implantable cardioverter defibrillator (s-ICD) were explanted and replaced with another manufacturer's transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.